Event description:
It was reported that an ilet user experienced sustained high blood glucose at 377 mg/dl when the pump was rewound and the tubing was not filled upon reconnection, leading to interrupted insulin delivery; the agent provided troubleshooting and education, including proper tubing fill and guidance to change supplies due to low remaining insulin. Customer care provided support that included troubleshooting steps to restore insulin flow. Investigation of this case revealed user setup error resulting in inadequate insulin delivery, with no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included the need for technical coaching and device-use correction without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user handling error rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.